Manufacturer narrative:
Zimmer biomet complaint number is (B)(4). Patient's weight is unknown. Initial reporter¿s title was not provided. Product is not being returned to zb.

Event description:
It was reported that the threads of implant were stripped. Customer requested tools to rethread the implant. Implant remains in the patient's mouth at this time. Tooth #12

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One tapered screw-vent implant (tsvtb10) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the product was not returned. Pre-existing patient condition noted was moderate bone density ¿ type ii. The reported device had been placed on tooth # 12 (universal) for an unknown amount of time. Per the applicable IFU, potential overloading and improper techniques may result in device failure. DHR review: DHR review for the lot (1226209) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review: complaint history review was performed for the reported lot (1226209) and no similar event or complaint was found. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information device malfunction and the reported event could not be verified since the product was not returned.